Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a (serious injury / device malfunction / incident).(B)(4).

Event description:
Additional information received indicates the system displayed a system message during calibration. The system message was cleared and the case was initiated and completed as planned. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the lamp needs to be replaced. Additional information has been requested, but none has been received to date.